Manufacturer narrative:
Device evaluation: one medfusion pump was returned for investigation in used condition. Event log history was performed and check clutch / plunger lever were recorded in history related to reported problem. During analysis, the reported issue was able to be duplicated. Combination of lead screw and both clutch halves were slipping due to old, dirty and worn out. Service replaced lead screw and both clutch halves also replaced worm coupling and worm gear for preventive due to normal wear.

Event description:
It was reported that the device presented a failure (identified during device evaluation as a check clutch error, identified also during the review of the event history log).

Manufacturer narrative:
Device evaluation: one medfusion pump was returned for investigation in used condition. Event log history was performed and check clutch / plunger lever were recorded in history related to reported problem. During analysis, the reported issue was able to be duplicated. Combination of lead screw and both clutch halves were slipping due to old, dirty and worn out. Service replaced lead screw and both clutch halves also replaced worm coupling and worm gear for preventive due to normal wear.

Event description:
It was reported that the device presented a failure (identified during device evaluation as a check clutch error, identified also during the review of the event history log).

Manufacturer narrative:
Other, other text: b5: additional information received and attached by ICU medical on 25-feb-2022 via email: no patients were harmed. H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device in good condition with no appearance of any physical damaged. The customer stated problem was duplicated. Check clutch and plunger lever were found defective during occlusion test. Replaced lead screw and both clutch halves also replaced worm coupling and worm gear for preventive due to normal wear. The cause of the reported problem could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.